Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and discovered that a transport plastic ring was being used instead of a gasket. To fix the issue, the fse installed a new tank gasket and replaced the helium tank. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a helium leaking issue. There was no patient involvement, and no adverse event reported.